Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Corrected date: date of the report: (B)(6) 2014. Information that was known but inadvertently not provided. The report indicated there was a loading issue with the intraocular lens. (B)(4). Manufacturing records were reviewed. The documentation presented in the manufacturing record was found within product specifications. No deviation or non-conformance related to the customer claim was generated. No process and/or material changes were noted. There were no discrepancies or defects found during the review that were related to the complaint. Product met manufacturing release specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that during the implantation of (B)(4) the lens was partially implanted when it was determined the original incision was too small. The incision was enlarged and the iol was removed and subsequently discarded.